Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time of 18.9 seconds following an auto capacitor reformation. The monitoring voltage was still at 2.67 volts. A guidant technical services consultant discussed the middle of life (mol) charge time behavior and what combination of charge time and monitoring voltage can trip the elective replacement indicator (eri). Guidant received additional information that the device declared eri after 27.8 months of service. A guidant technical services consultant discussed a potential high current drain and recommended device replacement. The device was explantd and replaced with another guidant ICD.